Manufacturer narrative:
As received, a partial lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. External insulation abrasion was noted at 9.3-10.1 cm, 15.0¿15.1 cm, and 16.4¿16.8 cm from distal end of the svc shock coil consistent with lead friction to the ICD can. No damage noted to the etfe cable coating.

Event description:
This report is to advise of an event observed during analysis.